Manufacturer narrative:
Investigation conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed while the product was within expiration. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Root cause could not be determined without additional information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging discrepant inratio values. (B)(6) 2015, inratio 1.8: md poc (unknown model) 3.5; lab 3.3. Time between inratio and the md poc 1.5 hours. Time between md poc and lab <10 minutes patient's therapeutic range 2.0 - 2.4. No reported adverse patient sequela. No additional information provided.